Event description:
It was reported that the right atrial lead exhibited an increase in capture threshold. The lead remained implanted. The patient was fine.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.